Event description:
Information was received from a consumer regarding a patient receiving morphine dose and concentration not reported via an implantable pump. The indication for use was spinal pain. The patient reported that about a month ago they had a refill. The patient stated ¿it was stinging¿ and told the healthcare provider ¿I don¿t think you¿re in the pump¿. The healthcare provider stated he was because if he wasn't he couldn't pull back. The patient stated ¿he continued to push¿ the medication ¿into the subcutaneous tissue¿. The patient went to the car and told their spouse ¿my stomach is really burning¿. The patient pulled up their top and the patient¿s whole stomach had a rash and was red. The patient went to the ER (emergency room). The patient had concerns with their healthcare provider.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 24-feb-2017 from a consumer and it was reported that per the patient, the last 2 times they had their pump filled it started to sting really bad as if the medicine was going outside the pump. The patient stated that she told the hcp (healthcare professional) that and he said that ¿the medicine is now going outside the pump¿. The patient¿s stomach was stinging really bad. The patient went to the car after the appointment and had a ¿huge rash¿ over their stomach. The patient was sent next door to the hospital with possible morphine overdose and high blood pressure. When asked when this occurred, the patient stated that this had happened ¿several months ago¿; the patient was unable to state what year. The patient stated it happened after this last time she got a refill. I didn't sting, but she ¿had a huge good egg where the needle was put in¿. The patient was calling to see if it could be the pump or something else. The patient stated that their hcp was not addressing the issue.